Event description:
Boston scientific received information that upon device interrogation, the device indicated that the right ventricular (rv) lead safety switch (lss) feature had been activated. Daily measurements noted that rv pacing impedance measurements had increased from approximately 600 ohms to greater than 2,500 ohms. The patient recalled falling, but specifics were unknown. The rv lead was tested in both configured, eliciting no capture and impedance measurements greater than 2,500 ohms. A chest xray confirmed a lead fracture. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.